Manufacturer narrative:
Tech determined that the head end brake casters were worn and not holding. Tech installed new brake casters at head end which resolved the issue.

Event description:
Technician found empty stretcher that had a repair tag that stated broken won't lock.